Event description:
Patient undergoing a gyn/thoracic surgery. While pulling back an arterial line guidewire, from the arrow radial artery catheterization set, the wire fractured and got stuck on the way out. The remaining piece of guidewire was able to be removed from the patient.